Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "heartstring came out of inserter before it could be deployed" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. Upon receipt of the product, it appeared that the heartstring iii seal did not load properly. Also, a product failure report generated by the hospital (returned with the product) stated "heartstring came out of inserter before it could be deployed", which confirmed the failure of the device as a loading problem.